Event description:
This lead was explanted the day after implant because it had pulled back and a smaller lead was needed. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this filed will be updated.